Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received a picture of a broken needle. The tip is broken at approximately 2-3 mm from the tip end. We consider that the user grasped the needle tip with the needle holder or similar instrument, and it broke. The user did not follow the instructions for use of the product and the unintended use error caused or contributed to event please refer to the precautions in the instructions for use of the product: care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one-third (1/3) to one half (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: the most probable root cause is a wrong positioning of the needle holder/surgical instrument when grasping the needle. Holder/surgical instrument when grasping the needle. Final conclusion: despite receiving a picture showing a broken needle, the most probable root cause of the defect is that it was caused by wrong handling of the suture by the user. Nevertheless, we take note of this incidence to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the picture received. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with novosyn suture. The customer reported needle broken during use. No additional information has been provided.